Event description:
(B)(4).

Manufacturer narrative:
Corrected data: device evaluated by manufacturer. Additional information: type of report? Type of report. If follow-up, what type? Event problem and evaluation codes. Additional manufacture narrative. Additional manufacturer narrative: device was returned and evaluated. Issue was duplicated. The defective unit was replaced with a new org-9110a. All functions were checked. All steps per maintenance check sheet in service manual were completed. New device was shipped to the customer.

Manufacturer narrative:
This receiver cannot receive patient information on any channel. Device exchanged and return of defective device requested for failure investigation.